Manufacturer narrative:
Report source: hospitalization.

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump alarming woke her up at 3:30 am with alarm "no disposable, clamp tubing". The end user reportedly attached a new cassette to the back up pump but was not sure how long she was off the therapy, so she contacted her doctor. Per reporter the doctor directed the end user to go to the hospital for evaluation, she reported having chest pain. It was also reported the end user was able to continue infusion using backup products. Medication: veletri united therapeutics, dose: 20ng.kg.min continuous IV. Dates of use: from (B)(6) 2021 to current. Diagnosis or reason for use: pulmonary arterial hypertension (pah).

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, manufacturer will reopen this complaint for further investigation. No serial number was provided; therefore, device history record review could not be completed.